Manufacturer narrative:
Device evaluated by MFR.: blood was visible inside the lumen and manifold. There was a complete circumferential tear in the balloon wall near the proximal bond. The portion of the balloon distal to the tear was not received for analysis. The inner shaft was separated and stretched 6cm distally from the balloon tear. The portion of the inner shaft distal to the separation-including the marker bands and distal tip- was not received for analysis. Magnified inspection of the fracture surfaces and the remainder of the device presented no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a shaft break occurred. The 80% stenosed lesion was located in the severely calcified and non-tortuous middle to proximal right coronary artery (rca). The 20x2.00mm maverick 2 balloon catheter was advanced to the lesion for pre-dilation and on the second inflation the shaft broke. Multiple unsuccessful attempts were made to remove the broken device including; gentle traction, advancing a wire next to the balloon, and reinflating the balloon. The device was then able to be successfully removed from the patient by advancing a second balloon and inflating it next to the broken device. The procedure was completed and 3 stents were implanted. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a shaft break occurred. The 80% stenosed lesion was located in the severely calcified and non-tortuous middle to proximal right coronary artery (rca). The 20x2.00mm maverick 2 balloon catheter was advanced to the lesion for pre-dilation and on the second inflation the shaft broke. Multiple unsuccessful attempts were made to remove the broken device including; gentle traction, advancing a wire next to the balloon, and reinflating the balloon. The device was then able to be successfully removed from the patient by advancing a second balloon and inflating it next to the broken device. The procedure was completed and 3 stents were implanted. No patient complications were reported and the patient's status is ok.